Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. While prepping a 2.75x24mm liberte' bare metal stent, the physician noted the mid portion of the stent to be damaged. The damaged device was not used and the procedure was completed with another 2.75x24 liberte' stent. No patient complications occurred.